Event description:
It was reported that the 9900 sys had collimator close down and the sys locked up. Also the image would not rotate and the workstation wheels had a problem. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was reloaded. The workstation wheels were replaced during the svc call. The sys was tested and found to be working as intended and put back into service.